Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran quality controls (qc), which resulted out of range. The customer recalibrated the calcium 2, concentrate (ca_2c) assay and repeated qc, and qc levels resulted within the expected ranges. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the peristaltic pump tubing, ran hot water through the ion selective electrode (ise) buffer line and drain. The cse flushed out water bottle and water lines to the analyzer. The cse stated that the customer continued to run samples without any additional errors. A cse was dispatched on 7/12/2017 and performed the following maintenance: the cse realigned the dilution pipetting probe (dpp) to the lab automation system (las) as a result of the discrepant results being aspirated for sample tubes on the automation track. The cse verified all alignments to the las and cuvettes were as expected. A siemens headquarters support center (hsc) specialist reviewed the instrument data and found the data is consistent with sampling issues related to the las alignments. The data also indicated that the discordant result occurred when samples were aspirated from the las. When samples were run on the analyzer using the sample tray, there was no issue with recovery. The cause of the discordant, falsely elevated ca_2c result is associated with a sampling issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium (ca_2c) result was obtained on one patient sample on an advia chemistry xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was repeated again, and the result matched the patient's previous result. The repeated result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_2c result.